Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, after pump fell out of pocket. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. The customer had not addressed the elevated BG at the time of report, and did not require assistance from a third-party. The customer reverted to an alternate method of insulin therapy.